Event description:
It was reported that the patient was experiencing protrusion of the lead. The patient underwent a revision procedure wherein the lead was replaced and placed deeper under the skin. The patient was doing well postoperatively. The explanted lead will not be returned as it was not released by the facility.